Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that they could not get the device to work, it was not working properly, it was not connecting, and not helping much. The device was going to be replaced on (B)(6) 2018. It was clarified that the consumer thought that the event was due to it being time for the device to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a hcp reporting that the cause of the ins not working was that it took 3 hours to charge the ins. Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the patient noted that the recharge interval was getting shorter as the battery got older. It was reported to be normal end of life. No further complications were reported.